Event description:
As reported by the sales rep per the user facility. Clip did not engage at tip, needlestick injury occurred possibly during clean up. Additional info provided by the facility indicated the nurse started the IV and set the stylette down to tape the site. When cleaning up, she was stuck with the stylette. Protocol bloodwork testing was performed on the nurse and the pt and all test results were negative. The actual sample was discarded and is not available for eval. A photograph of the needle was provided.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated and a lot number was not reported. A photograph of the needle was provided. The photo depicted the safety clip on the shaft of the needle near the tip of the needle, but not covering the tip. However, the photograph was not discernible and a distinct eval could be determined. Without the actual sample and a lot number a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual manufacturer. Additional info: catalog#: 4251644-02.